Event description:
It was reported that the pt experienced a change in therapy effect with increased baseline pain. The pt reported hearing an alarm after refill in 2009; the next day, they interrogated and motor stall was confirmed. A confirmed motor stall was noted in pump event logs with no motor stall recovery recorded. The pump contained morphine sulfate 10 mg/dl. The pump was updated but no recovery was noted. The hcp planned to replace pump.